Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147546.

Event description:
It was reported that the patient presented in clinic with an infection. The physician explanted the right ventricular (rv) lead. The patient condition was unknown.